Event description:
Low impedance on electrodes 2 and 3 were reported. The pt was getting the benefits of the therapy as the healthcare providers were able to program around it at implant; the pt experienced to symptoms. Impedance measurements at 3 v were normal except for pairs 2 and 3 (35 ohms); a short was suspected. The extension was coiled and stretched. The healthcare professional planned to continue monitoring impedance readings.

Manufacturer narrative:
(B) (4).